Manufacturer narrative:
A f/u report will be submitted should the product become available.

Event description:
The user facility in (B)(6) reported "during the first stages of the surgery, the core vitrectomy, he complained that the cutter stopped cutting while the aspiration continued. After the case the surgeon confirmed that no injury was noted due to this event".